Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. Two events were confirmed during testing. Two devices were found to be affected by internal corrosion and missing paint chips. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated and had missing paint chips. There was no patient involvement; no patient impact.